Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial left anterior total hip replacement. It was reported that the dome hole screw cover for the cup was the wrong size. Due to the smaller size of this cover it passed through dome hole of implanted shell and separated from screwdriver behind the shell. The cover was retrieved from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with x rays provided. X rays show the plug behind the shell, indicating that the plug was too small for the hole and passed through. The device history records were reviewed and found no deviations or anomalies that would contribute to this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.